Manufacturer narrative:
Patient identifier: sid (B)(6) and sid (B)(6) (patient 1) sid (B)(6) and sid (B)(6) (patient 2) sid (B)(6) and sid (B)(6) (patient 3). All available patient information is included. Additional patient details are not available. This report is being filed on an international product, list number (B)(6) that has a similar product distributed in the us, list number 1l79. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative architect anti-hcv results for 2 out of the 3 samples pulled for comparison when switching to the new anti-hcv ii reagent kit. The customer remeasured the samples from the past for confirmation. The customer stated 2 out of the 3 specimens that were previously negative with the old reagent (anti-hcv lot 35186be00) became positive when tested with the new reagent (anti-hcv ii lot 35691be00). The following data was provided (reference range: < 1.00 s/co is nonreactive, >/= 1.00 s/co is reactive): sid (B)(4). (B)(6) 2022: hcv result: 0.77 s/co (reagent lot 35186be00). Sid (B)(4). (B)(6) 2022: hcv ii result: 1.25 (reagent lot 35691be00). Sid (B)(4). (B)(6) 2022: hcv result: 0.94, 0.97 s/co (reagent lot 35186be00). Sid (B)(4). (B)(6) 2022: hcv ii result: 1.40 s/co (reagent lot 35691be00). Sid (B)(4). (B)(6) 2022: hcv result: 12.56, 13.48 s/co (reagent lot 35186be00). Sid (B)(4). (B)(6) 2022: hcv ii result: 19.75 s/co (reagent lot 35691be00). It is unclear which results are correct. The 3rd sample (sid (B)(4)) did not generate discrepant results and therefore does not meet reporting criteria. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false nonreactive architect anti-hcv results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot 35186be00 indicates that the reagent lot 35186be00 performs as expected for this product. A review of tracking and trending determined no related trends associated with the complaint issue. In-house testing of a retained reagent kit of lot 35190be00 was performed. All specifications were met, and no false non-reactive results were obtained, showing that the lots generate the expected results. Note: lots 35179be00, 35186be00 and 35190be00 contain the same bulk material. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv 9047 and hcv 9045). The seroconversion panel results were compared to historical architect anti-hcv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on these data it was shown that the sensitivity performance of the complaint lot is not adversely affected. The device history record was reviewed and did not identify any non-conformances or deviations associated with the reagent lot 35186be00 and complaint issue. Labeling was reviewed and concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency for architect anti-hcv reagent lot 35186be00 was identified.